Event description:
A female patient was admitted for coronary intervention. Patient received heparin prior to onset of procedure. The procedure was aborted by physician due to inability to cross a total obstructing coronary lesion. Following removal of procedural catheters (act was 178), boomerang catalyst wire (model 400-580p) was inserted and deployed. Temporary hemostasis was achieved with dwell time of 60 mins. Boomerang catalyst was removed with no issues. Manual compression was applied to achieve final hemostasis. Pt developed a pseudoaneurysm post manual compression which was identified under ultrasound. Add'l manual compression was applied guided by ultrasound to treat the pseudoaneurysm. Patient was administered one (1) unit of blood and admitted for overnight observation due to age. Patient was ambulated the next day without incident and discharged. Reporting physician stated pseudoaneurysm was caused by poor manual compression technique.

Manufacturer narrative:
Na